Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection found no damage to the keypad. Investigation revealed that the up arrow keypad button was intermittently responsive; all other keypad buttons responded appropriately to button presses. The keypad was removed and there was evidence of contamination found under all button contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.